Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The event logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.

Event description:
Customer reported an overinfusion. Drug infusing was morphine. Syringe was found empty long before it should have been. Pt had respiratory distress and was treated and sent to the ICU. Pt did recover. Customer states that no further pt/event info is available.